Event description:
Customer reported difficulty in ventilating a pt during a case. Subsequently, pt reportedly died as a result of a ruptured abdominal aneurysm. Datex-ohmeda was informed by the hosp that the hoses were misconnected during the alleged event. With the equipment configured in such a manner, ventilation of the pt would not be possible. Proper equipment setup and system checkout procedures are contained in the adu user manual. The adu (anesthesia delivery system) is designed and mfg by datex-ohmeda. This MDR is being filed on behalf of the MFR.